Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1923bc-1 pushlock driver was received for investigation. Visual inspection identified that the pushlock biocomposite anchor associated with the ar-1923bc-1 had broken off the distal end of the driver. As such, no visual or dimensional analysis could be conducted on the anchor. This event is most likely caused by improper bone preparation, and/or prying/leveraging during insertion. It was noted that bone quality and manner of bone preparation were not recorded. No abnormalities were detected with the returned, concomitant driver.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
An arthrex employee has reported that during a shoulder arthroscopy the anchors broke into halve when they were inserted. The part remained inside the patient as it was properly fixated. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.